Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: pigtail of zso-7-7 was bent during preparation. The nurse could not get a wire guide (visiglide 2 0.025" straight) pass (pr (B)(4)).so she used a new zso-7-7. Guide wire was not replaced. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.